Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. Review of the cloud data found no boluses of 10 u were delivered during this period. The only bolus canceled during this period was a bolus of 8 u started at 16:29 on (B)(6) 2026. The bolus was canceled with 3.25 u remaining, indicating that 4.75 u had been delivered. Without log files, it cannot be determined if a 10 u bolus was programmed but not started or if the controller was interacted with to program and start the 8 u bolus that was canceled. The exact cause of the reported uncommanded bolus could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud locked down/smartphone: lockdown. Cloud omnipod 5 software app version: 3.1.5-p001. Cloud operating system: n5004l-am-q-mv01602-06-01.06. Cloud hardware: n5004l. Cloud cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the omnipod 5 personal diabetes manager (pdm) delivered an uncommanded bolus. The patient had the pdm in their pocket while cycling, and noticed that the pdm has delivered 4.65 unit of 10 units of insulin to the patient. The patient reported that when they opened the device, they saw bolus was in progress with 'green progress bar was halfway through'. The 4.65 units of insulin delivered was also recorded in the history. The patient was able to stop insulin delivery and consumed 120g of carbohydrates to counteract the insulin delivered. The patient reported the pdm was locked, and the bolus started before the patient turned on the pdm. The patient's blood glucose level dropped to 2.9 mmol/l (52 mg/dl). The patient reported the last interaction they had with the pdm was 1.5 hours prior to the incident when they changed their pdm to manual mode before the patient started cycling.

Manufacturer narrative:
Correction to b3 date of event.